Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. During the procedure, when connecting both spyscope ds ii into the controller, no image was displayed on the screen. The procedure was not completed due to this event and will be rescheduled three months after. Reportedly, an advanix rx biliary stent was placed inside the patient. There were no patient complications reported as result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks from the distal tip on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected, and no damage or defects were noted. No problems were observed with scope lighting or plastic optical fibers (pofs). The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba). The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. Signs of procedural residue were present inside the handle, indicating procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked, and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. No change to the image was observed during this testing. The reported event was not confirmed. Product analysis was unable to identify any damage or defect with the unit; it appeared used and functioned correctly during testing. A review of the risk documentation confirms that the failure is not a new or unanticipated event. The risk documentation lists that the reported event can be caused by damage to the electronic components, fluid leaks, tip damage, or cross-talk between electronics. The design failure modes and effects analysis (dfmea) lists mitigations in place that control design features through specification and manufacturing inspection, and therefore it is unlikely an issue with the design of the device. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6), 2022. During the procedure, when connecting both spyscope ds ii into the controller, no image was displayed on the screen. The procedure was not completed due to this event and will be rescheduled three months after. Reportedly, an advanix rx biliary stent was placed inside the patient. There were no patient complications reported as result of this event.